Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion and crease fold. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the valve bond edge and opening striated in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp opening on valve bond edge to an unidentified (tear) opening. - a striated edge opening on posterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.